Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that by the patient's daughter, pw was leaking, had no suction or low suction. Rn spoke with patient's daughter. She states that her father resides in an assisted living facility and is supposed to be able to place the pw on himself. She states that this morning he told her that he adds water to the canister at night to increase the volume to increase the suction on the pw device. Daughter did manage to get her father on a three way call, but he just stated that everything was fine and that he had something else to deal with at this time. Rn explained to his daughter of how to place the pw device on correctly and to try the water test to check the suction on the device. She states that her father is more worried about another issue at this time. Rn encouraged her to have him call us if he would like some help and for us to walk him through how to put the pw on. Rn scheduled a follow up in a week to check on customers progress and possibly get some. Her father, who lives in an assisted living facility. Serial number unavailable; daughter not with her father at this time. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).